Event description:
Reporter alleged blood glucose monitoring device generated a 1500 mg/dl which is outside the reading range of the meter. It was reported customer went to the doctor where glucose tested 94 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.